Event description:
It was reported that testing shows the electrodes 1, 6, 7, 8, 10, 11 and 12 with status hi. No blow, accident or disease was reported. The pt's performance is good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.